Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 554 mg/dl. The customer was treated for the high blood glucose with their insulin pump after a set change. The customer stated that their infusion set was pulled out before the high blood glucose levels started. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.